Manufacturer narrative:
This report is being submitted due to a retrospective review conducted under CAPA(B)(4). Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on (B)(6) 2015. The fse documented the instrument showed error 2076 clog detection errors. Visual inspection found a partially clogged nozzle. The engineer flushed and adjusted the clog detection paramameters and verified instrument for proper operation. No further action required by fse. The aia-900 was working as intended. No further action required by fse the probable cause of the event was a partially clogged nozzle.

Event description:
On (B)(6) 2015 a customer reported (B)(6) 2015 with their aia-900 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting prog and e2 patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.